Event description:
According to the information provided by the surgeon, this valve was explanted due to two "large" paravalvular leaks. The patient also had a disruption of the atrioventricular groove with a "false" (pseudo?) Aneurysm of the area that could not be repaired.